Event description:
Boston scientific received information that impedance measurements greater than 2500 ohms were noted on the right ventricular (rv) lead. As threshold measurements had also increased, the lead was surgically abandoned. During the revision procedure, the new rv lead did not connect to the device properly. As a setscrew issue was suspected, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough device evaluation was performed. It was noted the ventricular tip set screw was stuck against the capture washer. A large amount of force was required to free the set screw. During electrical testing, the device was able to correctly measure the impedance of attached test loads. The device successfully completed all functionality testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.